Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm and for the last ten days, they noticed that the insulin pump was slow to respond to a button press. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that it takes more than one press for the button to respond. Not every time but at times throughout the day, it was hard to press. The customer ran a self-test and had an insulin pump error alarm. The customer removed the reservoir and changed the set completely. The device will not be returned for analysis.